Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligner was pressing against one of their existing crowns, the tooth is an implant. The crown came loose and fell out. Their dentist had to remove the abutment and replace the crown. This took several months for treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.